Event description:
Consumer stated that the first toothbrush she used, she noticed a few bristles falling out into child's mouth. Consumer used a second toothbrush and noticed several bristles coming out. No injury involved. No contact information provided, unable to retrieve the product.